Event description:
Reportedly, the pump rate increased without any manual adjustment. Specifically they were infusing at rate of 37.5ml/hr and the pump jumped to 937.5ml/hr. There was no patient injury.